Event description:
Patient died from breast cancer with metastasis to the lung and brain.

Manufacturer narrative:
The device was not returned for evaluation. A review of the appropriate device history records of the superdimension console indicates this device was released meeting all quality specifications.

Event description:
A patient had a superdimension enb procedure on (B)(6) 2016. The patient died on (B)(6) 2016. The cause of death is unknown. The site reported the patient's death was not related to the superdimension device or the enb procedure.